Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. At a first step the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. Subsequently the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 45 months and 20 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the far field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the visual inspection the ligature marks were detected 29 cm distal to the is-1 connector pin. For further investigations the suture sleeve was shifted to its original location on the lead. The sleeve showed abrasion marks at the proximal end. Immediately proximal to the suture sleeve, at 28 cm distal to the is-1 connector pin, the inner coil of the lead was found fractured, which can be considered as the root cause of the reported noise with shock delivery. Furthermore at 27.5 cm distal to the is-1 connector pin abrasion marks on the lead body were noted. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Due to the fractured inner coil the mechanical analysis of the lead was not feasible. During the electrical analysis the broken contact in the conductor coil to the lead tip was measured and the pacing impedance was thus > 3000 ohms. No further peculiarities were noted. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular as well as the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted presumably from the observed lead damage. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
Ous MDR - it was reported that approximately 45 months after the implantation oversensing with inappropriate shocks was noted. The lead and the device were explanted. As the patient reportedly felt bad during the procedure, it was decided to postpone the implantation of a new lead (and device).